Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer also reported that the insulin was squirting out during manual prime. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk. Unable to perform unexpected restart error test, unable to verify compromised force sensor system alarms or perform prime test due to motor error alarm. The insulin pump received with normal operating current and passed self-test and off no power test. The insulin pump passed displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, broken belt clip slot and cracked reservoir tube lip.